Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient had their device in for a year and it had helped with symptoms of frequency and leaking but they noticed in the last couple months prior to report they had an increase in frequency symptoms. It was noted the patient felt comfortable stimulation and they tried four new programs the day of report and they all felt comfortable. Reportedly, impedance testing was done and the patient complained of discomfort with the initial impedance test so the impedances were run at 1.0 volts and 210 microseconds. It was stated the therapy impedances on contacts 1 and 2 were all greater than 4000 ohms on program 4.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did not want to come in for their routine 6 month follow up appointment. The patient reportedly would only call or show up if they were having issues. The healthcare provider suspected the patient was doing fine and there was nothing further to report.

Manufacturer narrative:
(B)(4).